Event description:
As reported, the 5.5f biopsy forceps were used. However; a myocardial perforation was made and a surgical procedure was performed. The device will not be returned for evaluation. Additional information could not be obtained.

Manufacturer narrative:
As reported, the 5.5f biopsy forceps were used. However; a myocardial perforation was made, and a surgical procedure was performed. Additional information could not be obtained. The device was not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. A cardiac perforation is a known potential complication associated with endomyocardial biopsy (emb) procedures and is listed in the instructions for use (IFU) as such. Cardiac perforations can lead to other complications, such as cardiac tamponade, and a surgical intervention may be required to prevent further complications to the patient. Based on the limited information available for review, it is not possible to determine the potential contributing factors of the event. However, procedural/handling factors likely contributed to the reported event. Without the return of the device or procedural images, the reported ¿cardiac perforation¿ could not be confirmed, and the exact root cause could not be determined. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the forceps.¿ the recommended procedure states, ¿refer to the ¿description¿ section for aid in selecting the size of the sheath introducer and biopsy forceps to be used. Using fluoroscopy, advance the forceps through the appropriate sheath introducer and into the right or left ventricle. Note: when using the 104 cm biopsy forceps, confirm the position of the sheath introducer in the ventricle prior to each biopsy to be performed. After confirming that the tip of the forceps is in the ventricle, open the jaws. Advance the open jaws to the heart wall. Close the jaws firmly to obtain a tissue specimen. Maintain sufficient pressure on the double rings to assure retention of specimen during withdrawal. Note: closing of the jaws and withdrawal of the bioptome should be performed in a single motion.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.